Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2byxz, implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was scheduled for a lead replacement due to symptoms not controlled. X-ray intraop done lead was seen to have migrated in. Replaced lead in the right foramen. Patient has multiple sclerosis and is transferred via lifting and turning by caregivers. Patient symptoms were controlled and for an unknown reason per patient they just stopped. Reprogramming was tired in office. The lead was replaced and the issue was confirmed resolved.